Manufacturer narrative:
(B)(6). Patient weight not available for reporting. This report is for an unknown solid tibia nail. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as approximately 14 years prior to (B)(6) 2017. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported as 14 years prior to (B)(6) 2017. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a tibial nail revision on (B)(6) 2017 due to prominence of the solid tibial nail. During the procedure (intra-operative event captured in (B)(4)), all four (4) 4.0 locking screws came out with some difficulty. When it came time to extract the nail, it would not budge. Eventually, the proximal tibia was fractured and eventually plated with a proximal tibia plate. It was decided to leave the nail in place and to shave the top of the nail off with a metal cutting burr. Fragments were generated and difficult to remove. This resulted in a surgical delay of one (1) hour. Unanticipated intraoperative x-rays were taken. Procedure was not considered successfully completed. Concomitant devices reported: 4.0 locking screw (quantity 4), this report is for one (1) unknown tibia nail, this is report 1 of 1 for (B)(4).